Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had over infused. There was patient involvement but no harm. Additional information received: with the confirmed date and time of the event and based on provided data, it appears that the user selected the wrong concentration which is what contributed to the syringe emptying faster than expected.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint of the over infusion could not be confirmed or replicated: during the external and internal inspection no anomalies with any of the electrical or mechanical components. Fluid ingress was observed at the internal frame assembly and at the top of the rare case. This finding is noted as incidental, not related to the reported complaint. A review of the pcu event log, prior to the reported event date, identified a hydromorphone infusion programming on december 13, 2025; at 5:51 pm with the following parameters: syringe: bd 30 ml, volume: 30.3677 ml, dose: naive 6 mg/ 30 ml, infusion mode: only pca, pca dose: 0.6 mg, lockout interval: 6 minutes. Two (2) above maximum warnings appeared, and both were accepted (soft key 6 ¿yes¿ was pressed). At 5:54 pm the patient history was cleared. At 5:56 pm infusion was started by handset button pressed. With a primary volume infused (pvi) of 30 ml, an accumulated total from prior performed infusions. From 6:02 pm to 6:57 pm there were 9 successful dose requests. Between 6:58 pm and 6:59 pm pca alarmed near end active three (3) times. At 7:21 pm infusion was paused with a pvi of 60 ml. At 7:35 pm pcu was powered off. A review of the pcu and pca error logs showed no errors or malfunctions that were relevant to customer¿s complaint. Laboratory testing of the returned pca module showed the device passing all accuracy tasks. Per the alaris system user manual v9.19, the following should be performed when programming a device for infusion: review and verify that all parameters pre-populated on the system are correct prior to starting the infusion. Warnings are noted that the clinician if the programmed parameters are outside the soft limit an audio alert sounds, and a visual prompt appears before programming can continue. If yes soft key is pressed, programming continues; if no soft key is pressed, infusion needs to be reprogrammed. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened during the investigation, please ensure proper assembly and torque screws as required. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported over infusion was not identified during the investigation. The returned devices were fully evaluated, and no issues were observed during the log review and laboratory testing. The customer has confirmed that this was a programing error, not a device issue. Note that this report lists imdrf annex a1801, a0401, g02017, g04037, g02026, c0601, c07, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device had over infused. There was patient involvement but no harm. Additional information received: with the confirmed date and time of the event and based on provided data, it appears that the user selected the wrong concentration which is what contributed to the syringe emptying faster than expected.